Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. The physician was using versacross for the first time. The physician inserted the rf wire through the non-boston scientific access needle. This caused skiving and damage to the wire. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and found to have its coating damage noted at distal tip. Additionally, the device passed the dimensional testing, since it met its design specification for the distal and proximal outer diameters. Therefore, the reported allegation has been confirmed as insulation damage noted to the rf wire. It can be concluded that use of metal needles has contributed to the event. Therefore, the cause code 'failure to follow instruction' was selected, since the instructions for use warns the users to 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury.'

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. The physician was using versacross for the first time. The physician inserted the rf wire through the non-boston scientific access needle. This caused skiving and damage to the wire. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device has been received at boston scientific's post market laboratory.